Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump kept rebooting without user intervention for past few days. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/12/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Two cracks were observed along the pump battery compartment. The battery cap was not damaged and secured to the pump properly; battery cap contact measurements indicated that it was within specifications. Corrosion due to moisture was observed on the battery terminal. A leak test was performed and failed. The pump did not power on at first, and the pump history could not be downloaded. The battery terminal was cleaned and the pump did eventually power on. The pump was exercised with no further power interruptions. The pump case was removed and no further evidence of moisture ingress or intermittent power connections was found.